Manufacturer narrative:
Reporting institution phone #: (B)(6). Report phone #: (B)(6).

Event description:
It was reported that the device did not alarm for ECG. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.